Event description:
It was further reported that the left ventricular (lv) lead was reprogrammed and remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m implantable tachy lead 2013 (B)(6); 5076 implantable pacing lead 2005 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead alert triggered due to low impedance measurements on the left ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.